Manufacturer narrative:
The philips clinical application specialist (cas) spoke to the customer and found the issue is due to configuration settings. The customer did not have the extreme pressures alarms enabled. After enabling the extreme pressure alarms, there were numerous alarms including high pressures, and pressure disconnect, etc. It was determined the facility chose not to have extreme pressure alarms. The customer stated they will discuss internally with their alarm committee whether they want to enable this option in the future for all devices. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the intellivue mx750 patient monitor did not alarm for invasive pressures. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.